Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('menstrual cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), female sexual dysfunction ("I can't have sex") and infection susceptibility increased ("I was prone to infections caused by sex or bacteria"). The patient was treated with surgery (removal of essure). At the time of the report, the female sexual dysfunction and infection susceptibility increased outcome was unknown. The reporter considered dysmenorrhoea, female sexual dysfunction and infection susceptibility increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :dysmenorrhoea, female sexual dysfunction and infection susceptibility increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('menstrual cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), female sexual dysfunction ("I can't have sex") and infection susceptibility increased ("I was prone to infections caused by sex or bacteria"). At the time of the report, the female sexual dysfunction and infection susceptibility increased outcome was unknown. The reporter considered dysmenorrhoea, female sexual dysfunction and infection susceptibility increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :dysmenorrhoea, female sexual dysfunction and infection susceptibility increased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.